Event description:
The customer contacted physio-control to report that their device was powered on and connected to a patient that was in ventricular fibrillation (v-fib), but in the middle of the ECG analysis (approximately 15 to 30 seconds after it was connected to patient) it powered off on its own. It took approximately 20 seconds before they were able to power device back on and then the device shut off again approximately 15 to 30 seconds later. A backup device (also a lifepak 1000 AED) was on scene and that was then placed on patient. Approximately 2 minutes had elapsed from the time the first device was connected to patient until the backup device was applied to provide defibrillation therapy. The backup device then analyzed the patient¿s rhythm and advised a shock. One (1) defibrillation shock was delivered. The patient was still in v-fib when an ems crew arrived on scene. The patient was then transferred to the ems crew's lifepak 15 monitor/defibrillator (lp15) for continued care. Defibrillation therapy was provided using the ems crew¿s lp15. The patient was then transported to the hospital catheterization lab (cath lab) for further treatment. The patient, a male in his (B)(6) who weighed approximately (B)(6), did not survive the event. The customer advised that just prior to the patient event the device battery status indicator was not indicating a low battery. However after the event, the battery status indicator displayed a low battery indication.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device. Proper operation was observed through functional and performance testing. The device battery was observed to be normally depleted. Physio did observe that the battery installed in the device during the event was the original battery that shipped with the device almost five (5) years ago. The electronic records downloaded from the customer's device indicate that the device had been displaying only one (1) bar on the readiness display ("low battery" indication) since at least 02-september-2013. The customer has since purchased a replacement battery for use with their device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A physio-control clinical specialist examined the information provided by the customer, as well as the electronic patient records, and concluded that the device use may have contributed to the patient's outcome. This was determined after observing that the patient required defibrillation therapy due to being in a shockable rhythm, and therapy was delayed by more than 30 seconds (records indicate that therapy was delayed approximately 1 minute and 36 seconds). Clinical also determined that use error was a contributing factor due to the end users not replacing the battery when prompted to do so by the device, during the event. Physio contacted the customer and was advised that they did not have a spare battery with them during the patient event. The device operating instructions includes the following warning: always have access to a spare, fully-charged, properly maintained battery. Replace the battery when the device displays a low battery warning. The cause of the reported issue was due to the use of the device with a normally depleted battery.